Event description:
It was reported: "the patient presented to the e.r. With what was thought a dislocated modular rotating hinge. After the patient was brought to the or, it was found that the femoral component was loose. The femur easily came off the bone and it was found that the femur had sheared off at the offset. There had been much bone loss when this implant was implanted at his previous revision. It was determined that the knee was infected. All components were removed and a cement spacer was implanted."